Event description:
Medtronic onyx frontier drug eluding stent size 3.0 mm x 34 mm as indicated on box, package, and stent delivery device hub (ref onyxng30034ux, lot 0011976453). When stent balloon inflated to 14 atm for 21 seconds, balloon appeared larger that expected 3.0 mm. Intravascular ultrasound measured balloon expanded stent at 3.5 mm. Noted distal stent edge dissection required addition stenting.